Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies and was receiving threshold suspend alarms every 15 minutes. Customer stated that the sensor was reading low at 40 mg/dl but her blood glucose was 115 mg/dl. The customer stated her blood glucose level was 66 mg/dl around 15 minutes back. The customer stated she did not have blood at the site but the site was uncomfortable and the sensor might be bent. She declined troubleshooting. Customer was advised to change the sensor.